Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited high pacing impedance and high capture threshold. The rv lead fracture or arrhythmia was suspected as the root cause. Surgical intervention was planned but was not yet completed. The patient was reported to be stable.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.